Event description:
Event description guidant received information that this subpectorally implanted cardioverter defibrillator could not be telemetered after 58 months of implant time. The device was replaced without incident.